Manufacturer narrative:
On 10/11/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/18/2016 a medtronic representative, following-up at the site, found the site was using wrong technique which caused the poor image and inaccuracy. The site staff was re-trained. No further issues have been reported.

Event description:
A medtronic representative received a report from a site surgeon that alleged an inaccuracy occurred. The surgeon deemed being approximately 1 centimeter inaccurate in the superior/inferior direction. The surgeon re-registered the patient, however, continued to allege the inaccuracy remained by the same degree. With the knowledge of the inaccuracy, the surgeon opted to continue the procedure to completion, with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation confirmed the images were of poor quality and were the cause of the reported event. Software is functioning as designed. The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols